Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers failed to recover and displayed the error: 'devices not detected on bus'. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed. A field service engineer arrived at the machine, and no issues were found. A thorough inspection was conducted by cycling through all doors, and no known or observable issues were identified. No repairs were necessary as no problems were detected. The system functioned as intended after the field service engineer investigated the device.